Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The device was tested via power up. The error was confirmed the event history log. The operator was unable to duplicate the error during power up. The analyst replaced the speaker for preventive measure and performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a primary audible alarm error code. The issue occurred prior to use with a patient.